Event description:
It was reported that a malfunction occurred on the pump, displaying a fault code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur, allowing continued use of the pump. The customer was advised to call back if the issue reappeared.